Event description:
Related manufacturer reference number: 2017865-2022-22693. It was reported that the patient's pacemaker and right atrial (ra) lead exhibited noise oversensing that cause inappropriate mode switch. The pacemaker was explanted and replaced. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of over-sensing and pacing issues were not confirmed. Device was received with normal output and telemetry communication. Functional tests were performed, including crosstalk and sensitivity threshold did not identify any functional issues. A malfunction based on analysis was found. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.